Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/06/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Reaction was described as a red area that itched. Reaction was located on the thigh. On (B)(6) 2016, the patient was taken to the dermatologist and was prescribed triamcinolone acetonide ointment for the rash. Affected area was treated with the prescribed ointment. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction was not confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the thigh. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.